Manufacturer narrative:
This report is submitted on november 24, 2020.

Event description:
Per the clinic, the patient experienced an infection (site of infection unknown). The device was explanted on (B)(6) 2020. It is unknown if there are plans to re-implant the patient with another device. The device analysis report is attached.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 4, 2020.